Event description:
It was reported that this right atrial (ra) lead with the implantable cardioverter defibrillator (ICD) was exhibiting a rising pace impedance measurement. The impedances were still within normal range and the thresholds and sensing were both confirmed to be normal. There was far field oversensing noted on strip when reviewed and technical services (ts) recommended programming changes. The changes were made and able to program around the oversensing. Ts also recommended following up with potential isometrics to indicate a potential lead failure. This ICD and ra lead remain in service. No adverse patient effects were reported.